Manufacturer narrative:
It was reported that the patient has loosening of their tibial implant after they fell off of an atv. Revision surgery is planned to correct the issue. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has loosening of their tibial implant after they fell off of an atv. Revision surgery is planned to correct the issue.